Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unit seems to have been dropped. Replaced broken suction safety cover, damage clamp tubing, and damage guide line. The unit passed all diagnostic tests, functional tests, and is fully operational. (B)(4). Associated medwatch: mr#1221934-2018-52885. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a knee procedure, the fill chamber on a fms duo was overflowing. The procedure was completed using another fms duo and there were no adverse consequences to the patient. Additional information received by mitek complaints on 11-5-2014: the sales rep reported that during a knee repair that the customer's hand control interface, stryker, was not supplying power to the handpiece for suction. The surgeon completed the procedure with another pump and hand control interface with no patient consequences. There was a ten minute delay in procedure. The sales rep confirmed the overflow was from the saline bag and there was no backflow.